Event description:
It was reported that after an atrial fibrillation procedure had completed yesterday, a "cardiac event" and a pericardial effusion were noticed in the patient. The caller reported that the procedure completed at about 11:45am yesterday, and at approximately 6:00pm yesterday, the physician was called to the ICU, as the patient had a "some sort of cardiac event." The caller reported that the physician believes the patient "vagaled." The caller could not provide any other details regarding the cardiac event. The caller reported that chest compressions were administered to the patient for about one minute. The caller then reported that a "small" pericardial effusion was then confirmed in the patient, via echo. The caller reported that the patient was brought back down the lab, and the medical intervention provided to the patient was a pericardiocentesis. The caller reported that about 100c of fluid was removed from the patient. The caller reported that the physician does not believe the cardiac event was related to the pericardial effusion. The caller reported that the patient is in stable condition. No fse follow up or service has been requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).